Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in liquid in a lens vial.. Visual inspection found the optic and haptic torn. Claim#(B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a +20.5 diopter, implantable collamer lens tore before/during loading. There was patient contact. No patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.